Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a loose cable connection. The thermogard console is a reusable device and was manufactured on 19 nov 2010 and has exceeded its expected service life of 5 years. Evaluation of the console revealed a tcmid02 (ce danfoss error) error message during initial power up. Upon replacement of the cable harness, the console was subjected to a burn-in test for 48 hours and passed all final testing criteria. Review of the event log retrieved from console revealed a tcmid02 error message around the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll service depot in koln, germany received the console for investigationand testing is still ongoing. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the customer that the thermogard console (B)(4) displayed a tcmid02 (ce danfoss error) error message during patient use. Following this observed issue, the user immediately switched the patient to another thermogard console. The patient's ivtm therapy was continued and completed successfully. The length of delay caused by the observed tcmid02 error message and length of time switching to another thermogard console was not specified. There was no known patient impact or consequence attributed to the delay in treatment. The console (B)(4) was taken out of service. No further information was provided.